Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from an us health care professional and concerns a female patient. The patient injected herself with ½ syringe of radiesse(+) into the nose (off label use of device). Batch number was reported as unknown. After the radiesse(+) injection, the patient experienced a vascular occlusion. She had blanching and mottled skin where she injected ½ syringe. The outcome of the event was unknown.